Manufacturer narrative:
E1: phone x (B)(6); initial reporter zip code - no information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 'dbnc' - double beep no cassette error. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of double beep no cassette. Visual/functional testing was performed. The reported problem was verified by power up process and visual inspection. Performed no disposable attached testing. Probable cause of reported problem was that device was mishandled by the customer and a worn downstream occlusion (dso) nub. Replaced the dso to correct the issue and the device assed all tests post repair.